Event description:
The initial attorney report alleged pain, permanent disfigurement and mesh explant surgery due to defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2003 - pt underwent repair of ventral hernia with ventralex mesh. Ni/ni/2004 - pt underwent an open hysterectomy. During this procedure, a ventral hernia was identified, the previously placed mesh was removed, and the hernia was repaired with sutures. On (B)(6) 2005 - pt underwent repair of multiple ventral hernias with composix e/x mesh. The larger defect contained incarcerated bowel, of the smaller defects some contained omentum and others were not incarcerated. On (B)(6) 2006 - pt underwent repair of recurrent incarcerated ventral hernia with composix kugel mesh. The surgeon noted that "it appeared that due to the pt's increasing weight, the mesh separated from the fascia in the superior portion, and this new hernia developed." In repair the composix kugel mesh was tacked to the composix e/x mesh on its lower portion.

Manufacturer narrative:
The device associated with the event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Following the 2003 implant of the ventralex mesh, the pt underwent a hysterectomy. During this procedure, a ventral hernia was identified, and it was noted that the previously placed mesh was removed. The device was not returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00143 for info related to the composix e/x mesh implanted on (B)(6) 2005. The composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with rae-(B)(4).